Event description:
Per the physician's report, this child hit his head on the implanted side in mid-august. After the incident, the child cried each time an attempt was made to have him wear the speech processor. An x-ray showed normal positioning of the device. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to manufacturer's specifications. Cochlear has recommended that the device be removed and the patient be reimplanted.

Manufacturer narrative:
This type of event is addressed in the device labeling code.